Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a fault code 12 message upon interrogation. Guidant received additional information that performance of a manual capacitor reformation was unsuccessful.